Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and could not get the readings to go down. Blood glucose level at the time of the incident was 600 mg/dl which was treated with manual injection. Customer declined to troubleshoot due to time constraint and lack of supplies. The insulin pump was not replaced or returned for analysis.